Event description:
Affiliate reported that the patient was implanted with a device labeled "not for human use." It was noted that the product packaging was intact and the device met all specifications. No products were distributed with the "sample label."

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. W/o the device and/or lot information, it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow up report will be filed. If lot information does become available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.